Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent ballon kyphoplasty (bkp) procedure.during surgery, the cement leaked to the anterior and lateral side of the vertebral body. The cement was stored at proper temperature before and during the procedure (below 25 ° c during storage; 23 +/- 1 ° c for 24 hours prior to use). The cement was mixed for 10 minutes. The product came in contact with the patient.there was no reported delay in overall procedure time as a result of the event. No complication to the patient have been reported.